Manufacturer narrative:
It was reported that "I went to try with a patient & noticed it was wobbly. Looking into it looks like it was welding wrong". It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that "I went to try with a patient & noticed it was wobbly. Looking into it looks like it was welding wrong".